Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the pt's eye. The lens fell into the posterior chamber. The physician decided to leave the lens in the eye, it would not harm the pt. The pt was referred to a retina specialist. There was no capsule tear or a vitrectomy performed. No adverse event reported. Cause of this incident is due to pt's anatomy. Pre-existing condition-weak zonules. Reporter stated cause of this event was not lens related.

Manufacturer narrative:
Method: medical review. Results: medical review: reportedly iol (single piece collamer) prolapsed into posterior chamber after insertion. Patient was referred to retina specialist for further evaluation and treatment. According to the report from the facility, dated on 2/17/14, the most likely cause of the event was patient pre-existing condition (weak zonules) and was not related to iol in origin. It should be noted that dfu under warnings instructs physicians to weigh benefit/risk ratio in:" g. Patients in whom neither the posterior capsule nor zonules are intact enough to provide support." Conclusions: based on the complaint history, it has been determined the event was not caused or related to the device. (B)(4).

Manufacturer narrative:
(B)(4). Conclusions: (no device failure). Based on the complaint history, it was determined that the root cause of this event was due pt pre-existing condition. #(B)(4).